Event description:
It was reported that during a visceral procedure with the fifth cartridge, the device stapled but would not cut. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.